Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 8 mg/ml hydromorphone at 1.875 mg/day, and 10 mg/ml bupivacaine at 2.344 mg/day. The reason for use was non-malignant pain. It was reported that the hcp suspects a pocket fill occurred. The patient was refilled on (B)(6) 2019 and they went into the ER the next day with nausea, vomiting, and flu like symptoms. The patient left the ER, and the managing doctor's clinic was examining the patient. It was reviewed that they will need to aspirate the pump to get the actual volume to rule if it was a pocket fill or not and to diagnosis what actually happened. There was no swelling or redness over the pump and the caller does not have authority to use needles on patients. It was noted that the doctor will be back in on ¿monday¿ so they will reschedule the patient's appointment and do aspiration then. They reviewed to consider overdose, and could not do troubleshooting due to lack of access to product. There were no further complications reported/anticipated.